Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient's pump went dry. The patient noted there was a scheduling issue and the medical doctor got mad at her and did not try and help her due to the holidays. The event date was noted as (B)(6) 2015. No patient symptoms were reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.